Manufacturer narrative:
Device evaluation: per visual inspection; upstream occlusion (uso) seal delaminated, air detector nicked, downstream occlusion (dso) seal delaminated. The complaint was confirmed through visual inspection. The cause was unknown. Replaced battery compartment. Uso seal, dso seal, air detector and motor. The device passed all testing criteria after the repairs. No previous repair was noted for the last twelve (12) months.

Event description:
The customer returned the device stating, "battery compartment damaged"; during device evaluation it was found that the downstream occlusion (dso) seal was delaminated." Status of the product at time of event was during testing. There was no patient involvement.